Manufacturer narrative:
A ge service rep instructed the customer over the phone how to manually register the system prior to the case. No further info is available.

Event description:
The customer reported that the system's auto registration would not work, and the system would not boot. No pt injury was reported.